Event description:
The patient reportedly experienced sound quality issues, facial nerve stimulation and decreased performance with her device. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to implant the patient's contra-lateral ear will be scheduled. Advanced bionics will provide a supplemental report when more information becomes available.